Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, customer reported that the cartridge chemistry (cc) system sample syringe, on the dxc 800 pro instrument, was leaking water when the instrument was primed. Customer changed the cc sample syringe plunger rod and this did not resolve the issue. Customer requested service on the instrument. No injuries or erroneous patient results were reported. Field service engineer (fse) spoke with customer on the phone to troubleshoot the issue. Fse advised customer to change the syringe and t-valve. Customer replaced the syringe and t-valve and the issue was corrected. No further problems have been reported.